Manufacturer narrative:
Report incident description have been added to section b and annexes b, c, d, e, and f have been updated. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This case concerns a 77-year-old female with a medical history of breast cancer and multiple surgical interventions in the lower pelvic region (not cancer related) the latest in 2020 - a sigmoid resection with the creation of a colo-anal end to end anastomosis. Due to fecal incontinence, tai with peristeen was initiated (B)(6) 2021 with irrigations on alternate days with 350-400 ml of water and 1 pump of the balloon. The training session lasted 3-hours and was supervised by an hcp. The patient also received additional training due to initial ineffectiveness. During the first 3 month¿s use of peristeen both efficacy and satisfaction improved progressively. On (B)(6) 2021, the patient noted hematochezia in the morning which is unusual for the patient. The first attempt of irrigation was unsuccessful and with local pain. The second attempt of irrigation after a few minutes was successful and effective however associated with a subsequent onset of pelvic pain, shivers and fever. Patient was hospitalized for 12 days from the date of the incident. There is no precise information on localization of perforation other than it was not visible due to stenosis of the colo-anal anastomosis which was intact (presumably the perforation was noted on a CT scan) and likely intraperitoneal. The patient was treated surgically with the creation of colostomy and discharged after 12 days. The causality between peristeen irrigation and the perforation must be considered as certain. It cannot be ruled out, that the patient had an extraperitoneal perforation the day before what was reported as the incident day since hematochezia was noted already in the morning. Considering a high location of the perforation (above the anastomosis) the irrigation procedure and/or the patient medical history and multiple surgery in the area are likely to have played a role.

Manufacturer narrative:
The necessary information was not available to date. Additional details and medical assessment are to be obtained and provided in the next report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, coloplast was notified about an incident involving peristeen transanal irrigation system, resulting in bowel perforation. No additional details are available to date.